Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors. System operates as intended.

Event description:
The customer reported the left monitor intermittently goes blank. No pt injury was reported.